Event description:
It was reported that a device fracture occurred. A rotapro 1.50mm and a rotawire were selected for a rotational atherectomy to treat a 70-90% stenosed lesion in the left anterior descending artery (lad). The lesion was moderately tortuous and severely calcified. The rotapro 1.50mm burr fractured in the lad after rotational atherectomy. It was also noted that the rotawire fractured as the rotapro burr was spinning. Dynaglide was used to retrieve the fractured devices. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Manufacturer narrative:
Updated b3: date of event. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr was not returned for analysis. The advancer, drive shaft, handshake connections, sheath and coil were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as the coil was stretched and broken at the point of detachment from the burr.

Event description:
It was reported that a device fracture occurred. A rotapro 1.50mm and a rotawire were selected for a rotational atherectomy to treat a 70-90% stenosed lesion in the left anterior descending artery (lad). The lesion was moderately tortuous and severely calcified. The rotapro 1.50mm burr fractured in the lad after rotational atherectomy. It was also noted that the rotawire fractured as the rotapro burr was spinning. Dynaglide was used to retrieve the fractured devices. No patient complications were reported.